Event description:
On (B)(6) 2014, the reporter contacted animas alleging that there was a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 07/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/15/2015 with the following findings: the black box (bb) dates from 5/11/2015 -5/20/2015. The black box data from the original complaint has been overwritten due to continued use of the device. The current bb showed only alarms associated with normal usage. The pump powered with returned battery cap. The pump was exercised for 24 hours with a 1 unit per hour basal program with no call service alarms duplicated. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.